Event description:
A patient reported they were feeling stimulation down their leg that had not resolved since their battery replacement, which was capture in a separate event. The patient was to follow up with their healthcare provider (hcp) to check the implantable neurostimulator (ins) and lead. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient came to them with ins site pain. The ins was initially placed by another practitioner. It was noted that the hcp moved the ins. It was mentioned that the hcp conducted a physical exam, and the ins may have been placed superficially to cause stimulation in the wrong location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.